Event description:
It was reported that in the past day a patient had experienced a shocking or jolting sensation. No known trauma or event was associated with this issue. The patient had an "unrelated" back issue in the past several days, but had not sought medical attention for it. He had not used a modality that would affect the stimulation. The patient had not been able to make adjustments both with and without the antenna attached. He was unable to communicate with the implant to turn off or turn down the stimulation. When he attempted communicating with the stimulator, it beeped up to 10 times. It was unclear whether the beeping came from the patient programmer or from the stimulator itself. The patient replaced batteries for the programmer last week, and the battery indicator was full. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot # v997481, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer.